Event description:
It was reported that the new fiber didn't break the stones. The procedure was completed with another fiber. There were no patient complications. Analysis of the returned device identified a fracture within the connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found the fiber measured 308.9 cm from the tip of the fiber connector to the end of the end of the fiber tip. The exposed glass tip measured 1 mm and appeared degraded. During functional testing, no light coming out through the connector was observed, indicating there was a fracture within the fiber connector. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that the procedural handling of the device during use contributed to the damage to the fiber. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber. The device instructions for use states: in the event of no output energy fiber connector may be hot to touch. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement. Correction to field g1: MFR site information

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found the fiber measured 308.9 cm from the tip of the fiber connector to the end of the end of the fiber tip. The exposed glass tip measured 1 mm and appeared degraded. During functional testing, no light coming out through the connector was observed, indicating there was a fracture within the fiber connector. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that the procedural handling of the device during use contributed to the damage to the fiber. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber. The device instructions for use states: in the event of no output energy fiber connector may be hot to touch. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement.

Event description:
It was reported that the new fiber didn't break the stones. The procedure was completed with another fiber. There were no patient complications. Analysis of the returned device identified a fracture within the connector.